Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "sensor incompatible" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced loss of consciousness and feeling described as ¿tired and fatigue¿, swollen arms and bruising and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who reportedly observed customer veins and administered 2 bags of serum (unspecified) and solution (unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "sensor incompatible" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced loss of consciousness and feeling described as ¿tired and fatigue¿, swollen arms and bruising and was unable to self-treat. The customer presented to the local hospital. Upon arrival the customer was reportedly hospitalized and had contact with a healthcare professional (hcp) who reportedly observed customer veins and administered 2 bags of serum (unspecified) and solution (unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.